Manufacturer narrative:
The programmer was received for analysis. No malfunction was observed; the programmer functioned as intended.

Event description:
It was reported that the programmer was emitting smoke. There were no adverse consequences.